Manufacturer narrative:
Operator of device code unavailable at this time.

Event description:
A procedure commenced to extract three leads: right atrial (ra), right ventricular (rv), and left ventricular (lv) due to infection. This was a very high risk extraction case. The ra lead was successfully removed first, with use of a glidelight 500-301 device and a lead locking device (lld). Once the ra lead was removed, dr then attempted removal of the lv lead. While lasing down the lv lead, there were significant adhesions noted in the innominate area. The glidelight was slowly advanced into the superior vena cava (svc). There appeared to be adhesions between the rv and lv leads in the svc ultimately, the lv lead was extracted. Then, as the rv lead was being prepared for extraction, the patient's blood pressure dropped sharply. Rescue efforts commenced immediately, including chest compressions, sternotomy and bypass. A tear was confirmed in the innominate and svc regions. A difficult repair was successful; the rv lead was removed at this time and the patient survived the procedure.

Manufacturer narrative:
Code accepted by FDA now populated within this field .